Event description:
The report of the patient passing away was only obtained when actively following up about the patient and was not directly alleged against the vns.

Manufacturer narrative:
B2 outcomes attributed to adverse, corrected data: supplemental #01 report inadvertently selected death. B5 describe event or problem, corrected data: supplemental #01 report inadvertently reported the patient's death that was not directly alleged against the vns. F10 adverse event problem, corrected data: supplemental #01 report inadvertently coded.

Event description:
Additional information received indicating that the patient passed away.

Event description:
It was reported that the patient was experiencing cardiac arrest. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.